Manufacturer narrative:
(B)(4): issue is being reported as it is not known at this time whether a malfunction occurred. Review of information provided by customer is pending.

Event description:
Customer has requested review of device analysis of ECG generated by simulator.